Event description:
Boston scientific rec'd info that during a device follow-up appointment, a red screen displayed upon interrogating this s-ICD. The caller heard the device beep (normal function) and the device has 100 percent battery life remaining. Boston scientific technical services (ts) was contacted and reviewed two interrogation summary reports. The first report contained a da error that occurred on (B)(6) 2013. The second report did not contain any errors as the device corrected the issue. Ts discussed this is a benign error and there would be no pt harm or impact to device functionality. Ts recommended normal follow-ups going forward.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.